Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level ranged from 40's-96 mg/dl. Suspected cause was due to having a basal rate that was too high. Customer consumed food to address bg. Customer updated the basal rate with their healthcare provider to address the event.